Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.75 x 48mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found stent damage. Stent struts on the distal end were lifted and damaged. The undamaged stent od (outer diameter) was measured within max crimped stent profile specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break at the wire exchange port. Due to the damage to the tip and shaft break the device could not be loaded over a guide wire. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that difficulty in advancing were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 2.75 x 48 synergy drug-eluting stent (des) was used, however, during procedure the stent was having difficulty in advancing. The procedure was completed with a non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed shaft detached/separated.